Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose hk gen.3 (gluc3) assay on a cobas 8000 cobas c701 module. Initial result: 14.2 mmol/l. The customer questioned the initial result as it did not match the patient's clinical history. No questionable result was reported outside the laboratory and the sample was repeated. Repeat result: 5.31 mmol/l. The repeat result was deemed to be correct.

Manufacturer narrative:
The gluc3 reagent lot number was 781462. The expiration date was not provided. The field engineer found that the waste needle was leaking. He performed maintenance. Qc and precision studies were performed and they were within specifications. The root cause was due to a hardware component failure (leaking needle).